Event description:
It was reported that during a routine device change out procedure when the field representative was checking the thresholds on this right ventricular (rv) lead, thresholds measured 4v@1.0ms and there was intermittent capture when using the green tool. When testing through the device thresholds was 1v@0.4ms. Technical services provided troubleshooting options. The patient was seen post-operative and there were still observations of intermittent capture. Technical services suspects a lead issue. The plan is to continue to monitor. At this time, the implantable cardioverter defibrillator (ICD) and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).